Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were tired all the time, they stated they could not clean the house, could not walk, can not move boxes and can not play tennis. Their heart rate is always showing a rate in the eighties. The leadless implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.